Manufacturer narrative:
The reported 72203793 truepass needle single pack sterile, intended for use in treatment, has returned for evaluation. From the information provided, ¿during a shoulder rotator cuff repair surgery, it was found needle tip broken in the patient when use the needle firstly¿. Visual assessment confirm breakage of disposable needle tip. An exact root cause cannot be determined with confidence. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.

Event description:
It was reported that during a shoulder rotator cuff repair surgery, it was found needle tip broken in the patient when use the needle firstly. Backup device was available to complete the procedure. Delay greater than 30 minutes was reported. However, no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.